Event description:
The reporter states,the x-rays revealed that the plate used to treat the distal fracture had allegedly broke in two pieces.

Manufacturer narrative:
Summary of evaluation: requests were made for the return of the device. The device has not been returned to howmedica rutherford. Therefore, an evaluation of this event cannot be performed.